Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the device failed the visual inspection, since flaring/bunching was observed at proximal transition. No damage to shaft/tip noted. Flaring/bunching at proximal end confirmed & blood observed. Additionally, shaft outer diameter was out of specification near damage but within specification further along shaft. The reported allegations are confirmed based on the returned product. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Correction to the follow-up 1 MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during preparation, versacross connect access solution for faradrive was selected for use. It was mentioned that the wire tip was damaged and lifted upon unpacking. Hence, the device was replaced. The procedure was completed successfully by using another device. No patient complications have been reported. The device is expected to be returned for analysis. It was further reported that the peeling was discovered after unpacking in the distal tip of the rf wire and it occurred outside the body before/prior to procedure.

Event description:
It was reported that during preparation, versacross connect access solution for faradrive was selected for use. It was mentioned that the wire tip was damaged and lifted upon unpacking. Hence, the device was replaced. The procedure was completed successfully by using another device. No patient complications have been reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation, versacross connect access solution for faradrive was selected for use. It was mentioned that the wire tip was damaged and lifted upon unpacking. Hence, the device was replaced. The procedure was completed successfully by using another device. No patient complications have been reported. The device is expected to be returned for analysis. It was further reported that the peeling was discovered after unpacking in the distal tip of the rf wire and it occurred outside the body before/prior to procedure.